Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided video found external fluid leakage at the header was visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with revaclear 300 dialyzer, an external fluid leakage was observed. The location of the leak was not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.